Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was cracked. Both plunger cases cracked. There was a syringe plunger not in place alarm in history. The root cause of the reported issue was found to be the q1 chip was broken off the plunger. The board was glued down but was knocked loose from the case. Replaced cracked bottom case and both plunger cases. Replaced defective counterfeit battery. Replaced old warning label. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump would not recognize the syringe when loaded. No patient injury was reported